Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported in 2004, this patient was implanted with gore excluder aaa endoprosthesis. At an unknown date, this patient developed a distal type I endoleak. A re-intervention took place in 2007, in which an iliac extender component was implanted to resolve the endoleak. After implantation, the endoleak had not resolved and retro-grade angiography indicated the endoleak to be a type ii originating from the inferior mesenteric artery.